Manufacturer narrative:
The device was returned to olympus for inspection, and the reported malfunction was confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. E1/initial reporter establishment name: (B)(6).

Event description:
It was reported the image of the gastrointestinal videoscope was not coming out. The issue occurred during inspection for use. There were no reports of patient involvement.